Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system was shocking them whenever the stimulator was on. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the system was explanted and replaced.